Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead a warning triggered and a rise in sensing integrity counter (sic), sporadic bipolar impedance and high impedance was noted. The rv lead was capped unusable, and a new rv pace/sense lead was implanted.